Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that higher impedance was observed on a patient who was recently implanted with a m1000 generator. The impedance from the implant surgery was within normal limits. There was no reported trauma at the area of the device. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No additional relevant information has been received to date.